Manufacturer narrative:
The field service engineer (fse) was dispatched on-site on (B)(4) 2008 to (B)(4) 2008 to investigate the event. The fse ran the high sensitivity (hs) system check and the no-foam portion of the testing passed and the foam portion failed. Also, the fse performed alignments to the sample probe, reagent probes, and aspirate/dispense probe plate. The fse indicated that the instrument was due for preventative maintenance (pm) and performed it. The fse performed the carryover and hs system check testing both had results within instrument specifications. This is a single event involving multiple pt samples. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for multiple pts. The customer only provided the results for one pt. The initial erroneous result was reported outside the laboratory. The customer indicated that one pt result was reported out and uncertain of the others were reported out. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.